Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Proximal conductor was found distorted and blood present on the distal conductor; lead damaged at implant.

Event description:
It was reported that during implant, the lead could not be positioned. A different lead was used. No patient complications have been reported as a result of this event.